Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass. Insulin pump was unable to perform the displacement test due to missing segments. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported the customer damaged their insulin pump. Customer reported slipping and falling, breaking their insulin pump's screen. The customer's blood glucose was unknown. It was found the customer's screen was completely cracked and there were blue spots present. Customer stated they were unable to read their screen. The customer was advised to disconnect from their insulin pump and rever to a back-up plan while their insulin pump was being replaced. No additional information provided.